Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the above-referenced s-ICD was thoroughly inspected and analyzed. The device was interrogated, and diagnostic memory was successfully retrieved from the device. Upon review of stored episodes in device memory, noise was noted on the stored subcutaneous electrocardiograms (s-ECG); however, the noise was not consistent with a potential malfunction with the device. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programed settings and no noise was seen during laboratory testing. As a result, laboratory analysis did not identify any device characteristics that would have caused or contributed to the clinical observation of inappropriate shock due to oversensing of noise. During testing of the s-ICD, review of device memory also detected a high current condition, but the battery was still able to support device function in the event that therapy would have been needed. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD is acceptable. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriately a shock due to low amplitude and oversensing. The patient was hospitalized, and it was decided to turn the therapy off. X-rays were performed in order to evaluate the system. Troubleshooting was performed and a potential system replacement procedure was discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the system was explanted and replaced with a transvenous system. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriately a shock due to low amplitude and oversensing. The patient was hospitalized, and it was decided to turn the therapy off. X-rays were performed in order to evaluate the system. Troubleshooting was performed and a potential system replacement procedure was discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the system was explanted and replaced with a transvenous system. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriately a shock due to low amplitude and oversensing. The patient was hospitalized, and it was decided to turn the therapy off. X-rays were performed in order to evaluate the system. Troubleshooting was performed and a potential system replacement procedure was discussed. This system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriately a shock due to low amplitude and oversensing. The patient was hospitalized, and it was decided to turn the therapy off. X-rays were performed in order to evaluate the system. Troubleshooting was performed and a potential system replacement procedure was discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the system was explanted and replaced with a transvenous system. This system is expected to be returned for analysis. No further adverse patient effects were reported.